Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery. During surgery, an infection and blistering were noted.

Manufacturer narrative:
(B)(4). Correction: describe event or problem and relevant tests/lab data. The recipient reportedly underwent irrigation of the site and was prescribed augmentin for 10 days and cefprozil for 20 days. The recipient's infection has cleared. The recipient is using the device. This is the final report.

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery. During surgery, an infection was noted.